Event description:
It was reported the pt complained of a swelling at the pump pocket. The area of the pump pocket was red and distended. The pump pocket was aspirated and the fluid was composed of csf, compounded baclofen and dilaudid. The catheter connector was found to be damaged. The connector was removed and replaced with a sutureless connector. The pt recovered without sequela.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.